Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed undersensing on the atrial lead. X-ray was performed and confirmed atrial lead dislodgement. On (B)(6) 2025, the physician elected to cap and replace the atrial lead. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Correction: b5 - fixed to indicate that the atrial lead was repositioned.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed undersensing on the atrial lead. X-ray was performed and confirmed atrial lead dislodgement. On (B)(6) 2025, the physician repositioned the atrial lead successfully. The patient was stable before, during, and after the procedure.